Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation.. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a (B)(6) female patient had a skin irritation. The patient's electrodes were digging into her skin causing bleeding under the front right and back left electrodes. The patient spoke with her doctor's nurses about the open wounds. The final medical outcome of the patient's condition is unknown.